Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted secondary to severe aortic stenosis in a patient with multiple co-morbidities. Post-operatively beginning in 2012, progressive stenosis was reported and a (B)(6) 2015 echo revealed a dilated left ventricle with preserved function (ef 78%) and grade iii aortic stenosis. On (B)(6) 2016 structural valve deterioration was suspected and on (B)(6) 2016, the valve was explanted secondary to calcification. Per report, microorganisms were not found on the valve ex vivo. A 21mm valve (manufacturer unknown) was implanted.